Manufacturer narrative:
(B)(4). Other concomitant devices used: catalog #00801802802, versys femoral head. This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to recurrent dislocations. During the revision, the surgeon found that the liner had been fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. Dhrs were reviewed and no discrepancies were found. Review of the complaint histories determined that no further action is required as no were trends identified. Medical records received were for pre-revision activity, only. No further information was available. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.